Event description:
It was reported that the insulin gauge was inaccurate. This has been an ongoing issue, reportedly, customer either loaded a new cartridge or continued to use the existing cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.